Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was not detected on the communication bus at the or2 station. A field service engineer disconnected the bus cable connector from the right side of the controller printed circuit board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system drawer was not detected on the communication bus on or2 and 6f-1. This incident resulted in delays in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.